Manufacturer narrative:
G: phone: (B)(4).

Event description:
Philips received a complaint by the customer on the v60 indicating that the barometric pressure was out of specifications. It was reported there was no patient involvement at the time the issue was discovered. It was reported that the barometric was out of specification. The customer stated that the barometric pressure at their shop was at 777 but the measuring device was reading 709. The customer also stated that they had recently replaced the flow sensor assembly and did not want to test the unit until they had resolved the barometric pressure issue. The customer suspected that they had miscalculated the barometric pressure of the shop and would test the unit. The customer then informed the remote service engineer (rse) that they had performed a user error and completed performance verification testing (pvt), which all passed. The customer resolved a user error that they had performed. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.